Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193 lead, implanted: (B)(6) 2006; 5076 lead, (B)(6) 2006. (B)(4).

Event description:
It was reported during an implant attempt procedure the lead had no capture. The lead was not used and a new lead was implanted successfully. It was also reported that the device had rapid depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned but analysis could not be performed due to legal restrictions.